Event description:
Upon firing a 5 stapler on its 3rd load, doctor could only advance ¾ of the way before the stapler locked up. Doctor and resident doctor had to work together to remove it from the bowel. Concern exists that the bowel may have been crushed.